Event description:
It was reported that the patient experienced a return of symptoms the week before refill; more than usual medication left in pump. The volume discrepancies were not specified. The reported stated that she did not start having return of symptoms until after the refill. The patient was in "fair" condition at home at the time of this report. No alarms have been noted. Additional information has been requested from the hcp, but was not available as of the date of this report.